Event description:
In this event it is reported that promark endo motor was running slow; having mechanical issue. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Adding UDI # - UDI# (B)(4). . This is a follow up report for this information. Investigation results: several attempts have been made to the manufacturer/repair center for evaluation results. As of 7-18-2023 we have not received any results, therefore, we will close complaint and reopen if and when results are received.